Event description:
It was reported that the burs "broke quickly, almost instantaneously." There was no patient impact.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. A total of 15 devices from two (2) different lot numbers was reported with the same issue, in two (2) separate procedures. Attempts to obtain detailed information in each event, regarding how many devices from each lot were used was unsuccessful. The second event will be reported separately. Please reference medwatch (3500a) report with patient identifier (B)(6) for details. Concomitant device(s): bur (B)(4), 3pk dcr hi speed, lot # 0205579180, 510k: exempt, manufacture date: nov. 29, 2011. (B)().

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.